Manufacturer narrative:
Occupation: health professional (hpro). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colorectal surgery, on stapling the bowel, the tissue was thick and on firing the stapler the stapler twisted leading to an incomplete staple line. There was blood loss of more than 500cc. A new device was opened and the tissue was resected and re-stapled to resolve the issue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device was received loaded with a fully fired single use loading unit (sulu). A pusher was damaged. The loading unit was reloaded with staples, reloaded into the instrument and applied to test media. All the staples were formed with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of this condition may occur when the device is applied over thick tissue exceeding the recommended tissue range. If information is provided in the future, a supplemental report will be issued.